Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the patient had ground pad burn. A 1st degree to 2nd degree burn on the right upper lateral thigh, 1cm round. There was no treatment done on the burn site. Procedure was completed normally, the issue was not noticed until the grounding pad was removed. No alarms or messages on the valley lab ft10 generator. Burn size and location aligns with circle on the grounding pad. Generator setting during the procedure were mono 20/25, bipolar 25, ligasure default.